Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and without a device to analyze, a cause for the reported retraction problem with the actuator knob resulting in slda cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and the clip placed on the mitral valve. During deployment, resistance was met pulling back the actuator knob and force was applied. The clip was deployed however it was noted the clip had detached from the anterior leaflet (single leaflet device attachment (slda)). Two additional clips were implanted to stabilize the slda clip and reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.